Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported having "issues with her g4" pump and "higher a1c values". No additional specific information was provided. Customer did not respond to tandem follow up attempts.